Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
May 30, 2017. Legal medical records received. After review of medical records for the MDR reportability, examination notes reported pain, and that patient dislocated her hip two months post revision while attempted mounting a recumbent bike on (B)(6) 2013. X-ray showed a left hip dislocation but no evidence of acute fracture. Intraoperative notes noted a palpable clunk was heard and c-arm imaging confirmed concentric reduction of the hip. There were records of high ions,however, there were no reports that patient is subjected for rerevision. Patient has ceramic on plastic component and polyethylene liner.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.